Event description:
During a coronary stenting drug eluting treatment procedure, withdrawal difficulty occurred. The 99% stenosed lesion being treated was located in the moderately calcified, tortuous mid right coronary artery (rca). The physician predilated with a 2.0x 12 mm maverick balloon, inflated to 12 atms for 22 seconds. The physician deployed the taxus express2 3.00x 16mm drug eluting stent. While removing the stent delivery system, the balloon became stuck on the bmw guide wire. Upon removal it appeared to have an accordion look. The stent was post dilated with a maverick. Pt condition is reported as "ok/stable". No pt complications were reported.